Event description:
Dexcom g6 sensor placed on abdomen of 6 y/o son. Mother placed transmitter into sensor and then started warm-up period, within 10 minutes the sensor failed and mother removed sensor/transmitter from son. Upon removal of the sensor/transmitter, mother noticed that sensor wire that gets embedded under skin was not attached to sensor anymore. Mother called dexcom and was advise to take son for medical evaluation where an xray was performed and read by doctor. Doctor found wire embedded under skin and also a previous wire that was suspected to be lost under skin. Was discharged and advised to monitor the site for infection. Dexcom advised that they won't pay for anything related to the medical evaluation or removal of the wire from their device. Bgt 109; previous wires have not caused him any issues and skin overlying the area is clean and intact without evidence of infection.